Event description:
Customer reported discrepancy between serology and precisetype hea beadchip slide kit. On the same kit, the customer reported two discrepancy samples. The first sample typed c+ with serology but typed c- with precisetype hea beadchip kit. The second sample typed c- with serology but typed c+ with precisetype hea beadchip kit.

Manufacturer narrative:
Not applicable.

Event description:
Customer reported discrepancy between serology and precisetype hea beadchip slide kit. On the same kit, the customer reported two discrepancy samples. The first sample typed c+ with serology but typed c- with precisetype hea beadchip kit. The second sample typed c- with serology but typed c+ with precisetype hea beadchip kit.